Manufacturer narrative:
An event regarding a size/fit issue involving a unitrax sleeve was reported. The event was not confirmed. Method & results: -device evaluation and results: the returned device was unremarkable. A dimensional inspection was carried out on the returned unitrax sleeve and all features conformed to the required specifications. Further to this a review of the igs documented in the DHR did not indicate any evidence of a dimensional issue. A functional inspection was carried out with the returned unitrax sleeve and an in-house c-taper stem. The devices assembled successfully and passed functional inspection. -medical records received and evaluation: a medical review was not performed because insufficient information was provided. No adverse consequences to the patient were reported. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a dimensional inspection was performed and all features conformed to the required specifications. No further investigation is required at this time.

Event description:
Update per sales rep: this was an intraoperative event during primary surgery.

Event description:
The c-taper neck adjustment sleeve did not properly attach to the omnifit hfx stem neck. The sleeve would come off of the neck after the universal head was impacted. The surgeon then removed the sleeve from the head, examined the sleeve and head and tried again. The sleeve again on the second try did not attach to the stem and was able to be pulled off by hand with minimal force. After a failed second attempt, another sleeve (exact same lot code) was opened and this sleeve worked properly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.